Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Device lot number: not provided.

Event description:
It was reported that during implant placement the driver (ire100u) became stuck in the implant. Procedure was completed using a different driver with a new implant. No injury to the patient was reported.

Manufacturer narrative:
One certain® universal ratchet extension implant driver (short) (ire100u) and one osseotite® tapered certain® implant 6 x 11.5mm (xifnt611) were returned for investigation attached to each other. Visual evaluation of the as returned products identified signs of use on both devices. Functional testing to recreate the reported event was performed and it was determined the devices failed functional testing as they were not able to be separated. No per was provided. No pre-existing conditions were noted by the customer. The patient had unknown bone density. The reported devices were used on tooth #19. The event occurred during the placement procedure of the implant and the driver was used for an unknown duration. The customer did not provide any pictures. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (ire100u) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (ire100u) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage) or devices (ire100u & xifnt611). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed for both devices, as they were unable to be separated. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.